Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and static. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.